Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 row c cubies were not on bus. A field service engineer (fse) reseated row cable and replaced retractor band but still issue persisted. Then removed cubies again and found a thin strip of foil that was shorting the contacts on the row board, so removed and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 c1, c3 and c5 had failed to release. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.